Manufacturer narrative:
Manufacturing plant address: (B)(4). A sample was received for evaluation. The investigation is pending.

Event description:
The customer reported a gravity administration set, vented with clave that the roller clamps were too loose to be held at the middle position and some positions where they preferred for the drip rate. The clamps would disposition back to the unclamped status, which affects their practice of applying the IV set on the patients as they always set the drip rate say q6, q8, and they would come back 6hrs or 8hrs later for checking. Due to the loose roller clamp, the saline to be dripped for the patient ran empty earlier, 2-3 hours before they come back for checking. The patient was connected with an empty ns bottle/bag for 2-3 hours, but no harm and no medical intervention were reported. This report captures the fourth of five events.

Manufacturer narrative:
H11: subsequent to the initial submission, it was found that list number 32.828c, or similar device, is not marketed in the u.s. By ICU medical, inc., therefore not covered by k964435. Upon further review, it was determined that the medical device report was inadvertently submitted.